Manufacturer narrative:
Visual analysis of device: opening on radius and red particles in the shell.

Event description:
Healthcare professional reported left side "implant damage was confirmed by usg and MRI." Device was explanted.

Manufacturer narrative:
Zip code: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant damage".

Event description:
Healthcare professional reported left side "implant damage was confirmed by usg and MRI." Device was explanted.